Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump declared an occlusion alarm. Blood glucose level was impacted (480 mg/dl), and was addressed by delivering a correction bolus, via the pump. Troubleshooting with tandem technical support indicated that the occlusion was due to an infusion set kinked cannula. Customer could not provide infusion set information and declined further follow-up.